Event description:
Additional information received reported that the explantation of the lead was put off due to reimbursement issues. It was noted that the patient was still waiting for the operation. It was noted that the patient received the therapy but it was not effective and had increased the amount of oral drugs. It was noted that the manufacturer representative hoped the operation would take place in the middle of (B)(6).

Manufacturer narrative:
Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was waiting for ¿explanation¿ and the manufacturer representative would inform of any news.

Event description:
Follow up reported the lead would be explanted at the end of january and a new lead would be placed. The patient was receiving therapy but the paresthesia didn¿t cover the entire are of pain because of the zero electrode issue.

Event description:
Additional information reported the lead revision would be performed 2014-(B)(6). The patient was receiving therapy, but paresthesia was not covering the correct area. Follow up information indicated the replacement of the lead took place on 2014-(B)(6) and the explanted lead would be sent back to the manufacturer for analysis at a later date. Additional information indicated that the patient outcome following lead replacement was good and the patient was receiving effective therapy, with the paresthesia covering their painful areas.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the explant date was 2014-(B)(6) and a new lead was implanted. It was noted that the patient received therapy and the paresthesia covered all needed areas.

Event description:
It was reported that there was high impedance on 0 electrode. It was noted that an x-ray and impedance testing was performed. It was noted that reprogramming was done. It was noted that the 0 electrode did not work. It was noted that the patient was alive with no injury at the time of the report. It was noted that the patient had less than 50% therapy relief at the lead location. It was noted that the lead was located in the lumbar enlargement. It was noted that in (B)(6) 2013 the patient experienced a stabilizing operation at l4 and l5. It was noted that in (B)(6) 2013 the correction of the lead location was performed. It was noted that the patient got therapy 1.5 months after that and then the patient identified a lack of paresthesia in the inguinal region. It was noted that after the revision of the lead there was a decision to stop the therapy and appoint and explant date. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received reported that the patient required compulsory hospitalization. It was noted that the patient lost therapy due to high impedance on the conductor #0. It was noted that the lead was removed and replaced. It was noted that the patient was in an unchanged condition as an outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: analysis of the lead found ¿the #0 conductor was broken under the #0 electrode.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.